Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this left ventricular lead dislodged. An epicardial lead will most likely be placed in the future. No adverse patient effects were reported.